Event description:
It was reported that the piston was not moving, but the customer did not have the pump with them to troubleshoot and intended to call back later. There was no reported impact to the customer's blood glucose level. No additional information was received regarding the outcome of the event.